Event description:
During a procedure utilizing the biliary stent, the stent came off the balloon. The physician had to retrieve it with a snare. No additional information was available surrounding the event. Patient outcome is unknown.

Manufacturer narrative:
The device is 100% inspected, to verify that the stent is positioned correctly on the balloon and that there is a smooth transition between the ends of the stent and the balloon taper. The device is shipped with an instructions for use that states, "the formula 418 stent is intended for use...in the biliary tree." The safety and effectiveness of the device for use in the vascular system has not been established. Tortuous anatomy and off-label use may increase the possibility of the stent coming off the balloon. The complaint was confirmed by the condition of the returned products. Based on the results from risk analysis, further action is not required at this time. We will continue to monitor for similar reports.